Event description:
Pt admitted with left ureteropelvic junction obstruction for attempted robotic pyeloplasty which was converted to open pyeloplasty. During the middle of the case, davinci robot lost the video picture. Physician notes state: "... The robotic camera began to malfunction. We were not able to appropriately visualize the renal pelvis or the ureter because of the malfunctioning camera. Multiple attempts were made to fix the robotic camera without success. We therefore decided to just convert to open procedure as we were not able to get the robotic system to work. An incision was made from the level of the twelfth rib towards the midline and carried down to the fascia, which was opened... The pt was awakened and taken to the recovery room in stable condition." Pt was discharged on (B)(6) 2010. Informed consent included possibility of converting from laparoscopic to open procedure.